Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmc3737c90te, serial/lot #: (B)(4), ubd: 29-jul-2021, UDI #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of a 60mm thoracic aortic aneurysm. It was reported the patient returned for a follow-up CT. The CT showed a severe endoleak which was suspected to be a type ib endoleak. It is unknown which stent graft is affected as both grafts are significantly overlapped. 1 graft extends 10mm proximally than the other so it is unable to determined which is the proximal graft and which is the distal graft. It was reported that a revision procedure was performed. A follow-up CT post intervention then showed the endoleak resolved. Per the physician the cause of the endoleak maybe related to the graft. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
B5; additional information recieved ; corelab's review of imaging identified a ib endoleak in the stent graft with sn (B)(6). It was confirmed there was no fracture on this stent graft. No stent ring enlargement or displacement was noted on either stent graft. A fracture was not examinable on the other stent graft (B)(6) due to the presence of a artifact. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.